Event description:
The device was used during a thraco lung partial resection. Reportedly, the jaws would not close completely. After firing, the staples were noted not to be formed properly. The procedure was converted to a laparotomy.